Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2015 with a blood glucose of 580 mg/dl. Customer had diabetic ketoacidosis and was feeling nauseous and sick that night. Then in the morning, the customer kept vomiting and then her boyfriend took her to the hospital. Customer was given an IV drip and an insulin drip. Customer was given novolog and levemir. Customer was wearing the pump at the time. Customer stated that she smelled insulin and she was not getting any insulin from the pump. Customer's last blood glucose was 98 mg/dl. Customer has not used the pump since and re-started it but it was not doing anything. Customer changed the infusion set and it showed that it was giving insulin but it wasn't. Customer did not receive any alarms. Customer declined troubleshooting for high blood glucose. Customer does not recall receiving a no delivery alarm at the hospital when she put the pump back on. Customer went home and stated that the pump was fixed.